Event description:
Rptr began having arthritic symptoms in arms, especially the elbows, entire back, neck, back of head, knees, and legs. Her hair was thinning and her eyes are excessively dry. Aches and pains became worse and rptr sought medical help. It has progressed now until rptr can hardly work a full day. She takes medications so that she can function. Rptr was walking an easy 5 miles per day and now cannot walk 1/2 mile unless she is in severe pain all over her body. Rptr has seen numerous physicians and specialists and received cortisone injections but the pains return.